Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was damaged. It looked burnt and discolored. It was noted that there was a power surge due to a space heater. The unit was replaced.